Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing and the o-ring. Reportedly, the customer would load a new cartridge to address the issue. Customer's blood glucose level was 212 mg/dl.